Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The xience v stents are being filed under separate medwatch reports. Guide wire: runthrough. Guide cath: 6f asahi intecc sheathless al1.5. There was no reported product deficiency. The reported patient effects of thrombosis, hypotension and death, as listed in the promus instructions for use and are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a 2.5x8 xience v stent and a non-abbott stent were implanted in the right coronary artery (rca). Post procedure, the patient's condition was reported as good. At a different hospital on (B)(6) 2011, a 3.0x15 xience v stent was implanted in the distal rca proximal to the non-abbott stent slightly overlapping, for treatment of a de novo lesion. During the same procedure, a 3.0x12 xience v stent was deployed in the proximal rca. Post dilatation was performed with good stent expansion and the procedure was completed successfully. On (B)(6) 2011, intravascular ultrasound (ivus) was performed, pre-dilatation was performed twice and a 3.0x18 rx promus stent was implanted in the rca for treatment of a de novo lesion. The promus stent was not overlapping the previously implanted stents. Post ivus was attempted; however, the catheter could not advance. Post-dilatation was not performed. Upon the completion of the procedure, nitroglycerin was administered. The patient developed a headache and medication was administered. The patient's blood pressure decreased. The patient ultimately died the following day. Cause of death is unknown pending autopsy. Though requested, additional information was not provided.